Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 14-405050 ti-dble lead cort 5.0x50mm scr unknown. 14-405065 ti-dble lead cort 5.0x65mm scr unknown. 14-405080 ti-dble lead cort 5.0x80mm scr ia5.0x80mm unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02041; 0001825034 - 2021 - 02042; 0001825034 - 2021 - 02043.

Manufacturer narrative:
(B)(4). Report source: foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure approximately eighteen months post initial surgery due to knee pain. No additional patient consequences were reported. It was indicated that the pain was not related to the implant, it was alleged on instrumentation and uncertain with to procedure, no additional information was provided.